Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 7092, product type: accessory. (B)(4)

Event description:
A manufacturing representative reported the patient programmer had poor communication and a poor communication screen was displayed. The programmer would not work or do telemetry with the antenna, but would do telemetry without the antenna. The manufacturing representative reported the programmer had an out of box failure and the patient had just received the programmer last week. The programmer and antenna were going to be replaced. No patient harm was reported. The patient's indication for use is parkinson's dual and movement disorders.